Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time was not advancing. Customer also reported that the insulin pump had a battery out limit and unexpected restart alarm after the battery has been removed. Battery issue troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.